Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon moving the catheter to another vein, the guidewire became stuck in the catheter. The guidewire used was a merit rosen guidewire. The guidewire was pulled under tension but became stuck. The catheter was removed from the patient and the guidewire was attempted to be removed, but the guidewire would still not move. No tissue was seen at the tip of the catheter nor guidewire. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon moving the catheter to another vein, the guidewire became stuck in the catheter. The guidewire used was a merit rosen guidewire. The guidewire was pulled under tension but became stuck. The catheter was removed from the patient and the guidewire was attempted to be removed, but the guidewire would still not move. No tissue was seen at the tip of the catheter nor guidewire. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.